Event description:
Additional information later reported the catheter had been received from the hospital and the product had been shipped back to the manufacturer. Additional information later reported the reason for the catheter removal was noted as migration/potential occlusion. Catheter was r eplaced. There was no injury and the patient recovered without sequela.

Event description:
It was reported that the patient reported a lack of/decreased level of overall pain relief and an x-ray showed catheter migration. On (B)(6) 2014, once the catheter was partially removed, the doctor tested to see whether it was blocked; saline could be pushed through the end of the catheter, but nothing could be drawn back. A part of the catheter was removed; the remaining part was then connected to a new spinal segment of catheter. The patient status was reported as ¿alive - no injury¿. The device system was delivering morphine and fentanyl.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Additional information/evaluation summary: analysis of the returned catheter segment revealed ¿catheter body ¿ deformed in shape and/or abrasion ¿ did not affect infusion".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.